Event description:
It was initially reported by the surgeon that the pt had complications post surgery with vns placement. It was indicated that the pt was taken emergently to the o.r. Post his vns surgery with a chest hematoma development. The hematoma was removed and the wound was irrigated. There were no complications with this surgery. Good faith attempts to obtain additional info has been unsuccessful.